Manufacturer narrative:
The (B)(6) report did not contain contact information and could not be provided due to patient confidentiality. Therefore requests for additional information are not possible. Based on the information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Should additional information be provided, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via (B)(6). It was initially reported by the patient to the (B)(6) that she was treated with a johnson & johnson ethicon, gynemesh and experienced significant post-op complications. (B)(6) later reported the event to bard (B)(4) when it was alleged that the patient provided product identifiers for a davol flat mesh. In summary the patient alleges mesh has eroded through to the bowel lining into the vagina. The mesh is currently insitu. The patient has alleged that she has experienced infections, back, rear thigh and bottom pain. With restricted movement. Patient is now taking 10ml amitriptyline and paracetamol. Also bed rest. Patient is seeking additional treatment options and is awaiting repair operation.